Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported that the joint on the articulating arm seized and would not move. They started the surgery, got the retractor body situated in the wound, and went to make a placement adjustment with the articulating arm (8734-0020) when the joint on the arm closest to the patient seized and would not move. They removed the retractor from the patient and tried to bang on the arm with a hammer to release the joint, but were unsuccessful. They then closed the patient up without performing the rest of the procedure. The last section of the arm, after the joint, is bent. It is unknown if the arm was bent prior to the case or became bent while they were hitting it with the hammer.

Manufacturer narrative:
The returned arm was evaluated. When the knob was loosened, the arm was locked into position and could not be repositioned; the complaint is confirmed. This failure was attributed to excessive force, which is in line with the event report which listed application of force by hammer. However, this force damaged the arm and further investigation into initial seizing was not possible; therefore, the root cause cannot be determined. A review of the manufacturing records did not identify any issues which would have contributed to this event.